Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the electrodes, performed wash racks, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial result was 166 mmol/l, and the repeated result was 173 mmol/l. The repeated result was believed to be correct because it was obtained using new electrodes.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration was acceptable. The qc shows frequent outliers and systematic shifts in the results. The investigation determined that the service actions resolved the issue.